Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in good condition and had a scratched screen. Functional testing involved starting the pump in application and the reported issue could not be duplicated. The downstream sensor was replaced as a preventive measure. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep with a "no cassette" message. No adverse effects were reported.